Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined that the issue was resolved by the service actions.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The field service engineer changed and adjusted every position of the sample and reagent probes. He regulated the gear pump pressure and adjusted the optical path. After the service visit, the customer did not report any further issues. The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas 6000 c501 module when compared to the results from another cobas 6000 c501 module. Both samples were repeated due to unexpectedly high results. Sample 1 initial result was 219 u/l, and the repeat result was 16 u/l. On (B)(6) 2026, sample 2 initial result was 213 u/l, and the repeat result was 17 u/l. The questionable high results were not reported outside the laboratory.